Manufacturer narrative:
The technician found that the casters were worn. He replaced the brake casters and the brakes functioned properly.

Event description:
Info received indicates one of the head end brake casters did not hold in the brake mode.